Event description:
On 28-dec-2021 accelus was informed of a post operative failure on a non-modular standard screw. The original procedure was a 2 level tlif and fixation procedure and took place on (B)(6) 2021. The patient reported feeling/hearing a pop and shortly after experienced pain in the area. During a post operative visit, it was confirmed by x-ray imaging that the tulip was dissociated from the screw. Accelus was advised that the screw head appears in imaging to have broken at the point where it attaches to the shaft (or tulip was dissociated from the screw) and this may be consistent with a potential weld failure though investigation is still underway. The surgeon indicated that the cage implanted at the same level of the screw was backing out. There is no revision surgery confirmed at this time. Due to the reported migration of the implanted cage, a revision surgery could possibly be performed in the future and a supplemental report will be filed at that time.

Event description:
On 28dec2021 accelus was informed of a post operative failure on a non-modular standard screw. The original procedure was a 2 level tlif and fixation procedure and took place on (B)(6) 2021. The patient reported feeling/hearing a pop and shortly after experienced pain in the area. During a post operative visit, it was confirmed by x-ray imaging that the tulip was dissociated from the screw. Accelus was advised that the screw head appears in imaging to have broken at the point where it attaches to the shaft (or tulip was dissociated from the screw) and this may be consistent with a potential weld failure though investigation is still underway. The surgeon indicated that the cage implanted at the same level of the screw was backing out. On (B)(6) 2021 accelus was informed of an revision surgery that was performed that day to remove the broken screw and the migrated shim. No additional patient harm was reported.

Manufacturer narrative:
At the time of the initial MDR filing integrity implants was reviewing all data to determine if a recall action was required. Since this MDR was filed it was determined that a recall was required. The recall was post marked on 03-feb-2022. At this time intergrity implants has not recevied a recall report number from the FDA. The company internal recall number is (B)(4). In addition, this MDR follow up details the additional information regarding the revision surgery that was performed on (B)(6) 2022.